Manufacturer narrative:
Correction information: mfg date of the initial medwatch report indicated - 07/13/2015. The initial medwatch report should have indicated - 07/10/2015. Supplemental information: physio-control evaluated the device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing. The customer received a replacement device. The cause of the reported issue could not be determined. UDI - (B)(4).

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would not complete the power on cycle and the screen would flash. The customer also indicated that when this occurs, the device promptly loses power. There was no patient use associated with the reported issue.